Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. The numbers did not ramp up on its own or scroll bar moving with no input.

Event description:
It was reported that the insulin pump buttons unresponsive. Customer's blood glucose was 303 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.